Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the setscrew on the implantable pulse generator (ipg) could not be engaged, which caused the ventricular lead to not be fixed. A new device was implanted with success. No patient complications have been reported as a result of this event.